Event description:
Clinic notes were received dated (B)(6) 2012, for the patient's upcoming generator replacement surgery which reported that the patient was experiencing an increase in seizures. The patient was averaging two to three generalized tonic-clonic seizures lasting less than 5 minutes each week. However at night on (B)(6) 2012, the patient had 10 seizures. His mother had to use diastat and give an extra half tab of clonazepam which then stopped the seizures. There was reportedly no clear trigger for the seizures, including no recent illnesses. The patient had not had a seizure on (B)(6) 2012. The mother scheduled the urgent clinic visit to check the vns and to determine the cause of the increase in seizures. The device was interrogated and showed ifi=yes, but no programming changes were made. The patient was recommended for a sooner appointment for prophylactic generator replacement. The physician noted that the increased seizures could be related to the low battery, but he did mention that appears to still be delivering the correct current. As a result, the dose of clonazepam was increased as a bridge while awaiting the generator replacement. On the patient's previous visit on (B)(6) 2012, the physician noted that the patient has ongoing seizures that were under fair control on poly-drug therapy and vns therapy. The vns was reported to be functioning properly, but was noted to be nearing end of service. "The mother feels the vns has been efficacious and wishes to replace the generator upon depletion." Previously on (B)(6) 2012, the patient was seizure free for the prior couple of weeks. Attempts for additional information from the neurologist's office have been unsuccessful to date. The patient had prophylactic generator replacement surgery on (B)(6) 2012. However, attempts for product return have been unsuccessful to date.

Event description:
Additional information was later received indicating that the patient had the prophylactic generator replacement on (B)(6) 2012, as it was actually rescheduled and did not occur on (B)(6) 2012 as originally believed. However, attempts for product return have been unsuccessful to date.

Event description:
Product analysis for the explanted generator was completed, and the reported ifi=yes was duplicated in the lab. Results of bench diagnostic testing indicated the device was operating properly with neos yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator suggests an ifi battery partially depleted condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Suspect device explant date, corrected data: the initial report inadvertently reported the date of generator replacement incorrectly, as additional information was later received indicating the surgery actually occurred on (B)(6) 2012.

Event description:
Additional information was received from the nurse practitioner reporting that the increase in seizures is believed to be related to the loss of vns therapy, but the increase in seizures were still below pre-vns baseline levels, but were increasing. No causal or contributory programming or medication changes precede the onset of the increased seizures. Only the patient's generalized tonic-clonic seizures were increasing. The medications were increased while awaiting surgery for replacement. The seizures decreased some but continued to have ongoing seizures above amount with vns. The generator was received by the manufacturer, however product analysis has not been completed to date. The return product form indicated the reason for replacement as battery depletion.